Event description:
Customer called to report a blood leak in a procedure. Shortly before buffy coat in the first cycle, there were major access problems, causing occlusion pt alarms. Platelets 325,000 - heparin 15, 000iu - ratio 10:1. Several attempts were made to find new access without success. The doctor observed fast clotting when he tried to aspirate the peripheral canula. It was decided to end the treatment with no blood returned to the pt. Service order (B)(4) was dispatched. Customer will send the data key. The kit has already been discarded so it is not possible to obtain photos.

Manufacturer narrative:
A review of lot z787 was conducted. There were no non conformances related to this type of event for this lot. The lot met release requirements. Trends were reviewed for this complaint categories involved in this complaint and no trends have been detected. However, MFR's CAPA ((B)(4)) has already been initiated to investigate xts centrifuge bowl leaks/breaks. Service order (B)(4) feedback is still pending. The assessment is based on info available at the time of the investigation. The eval of data key info is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).